Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event and was treated with vancomycin (1 gram, stat, route not reported) and intravenous meropenem (dose and frequency not reported). It was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. No additional information is available.